Event description:
Implant placed in site #11 (class ii bone) in conjunction with resorbable membrane. Clinician noted that this was the second implant in this site. Clinician attributes failure to pt smoking (very heavy smoker), poor hygiene, and lots of stress in her life.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.